Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Data analysis: event logs from the automated impella controller (console) confirm multiple pump restarts and controller failures. Device analysis; a visual inspection of the internal circuitry revealed no anomaly. Unrelated to the complaint, there was residue build up in the purge cassette cabin. A known good pump and purge line was run with the console without any observable anomaly. Conclusion: the console was confirmed to have been working within specification. There was no issue found during the case. Additional information added to h6 health impact code 4642 additional device required was added. Type of investigation 10 testing of actual/suspected device was added. This report is being filed as part of a retrospective review of historical records. Corrected data from initial MFR 1220648-2024-15500 was added to the following sections. D1 brand name: corrected to automated impella controller. D4: model number corrected to automated impella controller. Serial number corrected to (B)(6). D9: device available for evaluation? Corrected to yes. Device returned to manufacturer checked, and date device returned to manufacturer added. E4 initial reporter also sent report to FDA?: this field should have been left blank. H5 labeled for single use? Corrected to no. H6: medical device problem code 2880 application program problem code was corrected. Component code 765 controller code was corrected. H8: usage of device corrected to reuse.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the aic experienced a controller failure red alarm that promoted to replace aic which was still not able to restart the pump. Ultimately, the impella 5.5 pump was explanted and replaced with a new impella 5.5 pump.